Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (no image) was confirmed. In addition, service found the battery on printed circuit board had run out. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image. The reported problem was found during an unspecified therapeutic procedure. The intended procedure was delayed for about ten minutes but it was successfully completed using a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was replicated. It was confirmed that the image could not be projected due to corrosion of the video connector receiving contact. Olympus will continue to monitor field performance for this device.